Event description:
It was reported that a malfunction alarm occurred with code malf 9. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to call back if any malfunction code recurs, which the customer acknowledged and understood.